Event description:
It was reported a patient presented with pain. Their right ventricular (rv) lead presented with low sensing and high capture thresholds due to cardiac perforation, confirmed via x-ray. The lead was repositioned in a procedure on (B)(6) 2023. The patient was stable.